Manufacturer narrative:
(B)(4). This is a report of use error where a caregiver connected an open transfer set to the patient line of a homechoice cassette set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that after the caregiver connected the patient¿s transfer set to the patient line they realized that the transfer set was already open. The patient line was not exposed and was capped off with a minicap. The caregiver resumed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.